Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded electronic and motor assemblies. The pump had scratched lcd window. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 147 mg/dl at the time of incident. The customer stated that he went ocean diving at 80 feet and the pump was no longer working. He stated that the pump display went blank immediately after exposure to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.